Event description:
The shock impedance on home monitoring has been over 150 ohms for over 7 days. The patient is going to be brought into clinic for further testing. (B)(6) 2015 - the patient was brought in and a dft was performed. All impedance values were normal. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.